Event description:
Healthcare professional reported left side implant exchange due to "breast implant- associated anaplastic large cell lymphoma." Device remains implanted. No histopathological markers have been provided.

Manufacturer narrative:
No histopathological markers have been provided. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: implant exchange due to "breast-implant associated anaplastic large cell lymphoma"

Manufacturer narrative:
Clarification to h1 type of reportable event: no serious event was reported related to this device. Physician later reported patient was not diagnosed with alcl but had 'textured 410 device.'

Event description:
The device has been explanted and replaced. Physician later reported patient was not diagnosed with alcl but had 'textured 410 device.'